Event description:
It was reported that there was unexpected longevity on the implantable cardioverter defibrillator (ICD). The ICD had reached recommended replacement time (rrt) after 37 months. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Most recent battery measurement was 2.6241 volts on (B)(4) 2015. Recommended replacement time (rrt) had not been triggered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.